Event description:
Information was received that a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube suffered from cuff leakage requiring trach change out. Also reported yellow substance removed from the old cuff. No adverse patient effects were reported.